Event description:
It was reported to boston scientific corporation that during the review of the cone bean computed tomography (cbct) images of the spaceoar vue placement, the hydrogel was noted to have an unusual shape. After additional review of the images, it was noted that during the time of simulation, the hydrogel was injected entirely within the posterior aspect of the seminal vesicle and possibly into the posterior edge of the prostate capsule. On day 22 of simulation, the imaging shows the seminal vesicles are fluid filled and significantly enlarged. The hydrogel appears to be spread through the seminal vesicles. The patient's current condition is unknown at this time. Boston scientific was unable to gather additional information despite the good faith efforts.

Manufacturer narrative:
Block h11: detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the completed UDI and other product specific information. If additional details become available, a supplemental report will be submitted. Block b3: the exact date of the event is unknown. The provided event date, 10/01/2025, was chosen as the best estimate based on the date that the manufacturer became aware of the event, 10/17/2025. Block d4:h4 the event was unable to provide the lot number of the device implanted. Therefore, there is not information related with device manufacturer day. Block h6: imdrf device code a1502 captures the reportable event of gel misplacement non-vascular.